Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after placement, there was difficulty infusing water into the inflation lumen, from the valve. As a result, the catheter was replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that it was difficult to infuse the water into the inflation lumen from the valve, after placement. As a result, the catheter was replaced.

Manufacturer narrative:
Received only the catheter for evaluation. Per the visual inspection, the exterior of the samples were inspected and did not find any evidence of a failure that would support the reported event. The following steps were taken during the functional testing: functional testing: tested using lab syringe, inflated the balloon with 10cc water using normal fill technique and the balloon inflated without difficulty in 5sec and 10sec and the inflation funnel did not balloon out during inflation. Deflated and re-inflated the balloon with quick fill technique and the balloon inflated without difficulty and the inflation funnel did not balloon out during inflation. Dissected and did not find anything to contribute to the reported problem. The reported event was unconfirmed as the problem could not be reproduced. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "carefully insert catheter into the urethral meatus, and advance it until the balloon enters the bladder. Using a syringe packaged in the tray, gently infuse the specified volume of sterile water into the inflation lumen to inflate the balloon. Inject entire amount of water contained in the syringe. Water should not remain in the syringe after infusion." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after placement, there was difficulty infusing water into the inflation lumen, from the valve. As a result, the catheter was replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after placement, there was difficulty infusing water into the inflation lumen, from the valve. As a result, the catheter was replaced.